Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms on the atrial channel. The patient stated that she had been involved in a car accident approximately one year ago. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.